Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No treatment was performed for the asd and the procedure aborted. No clips were implanted and the mr remained at 4. Returned device analysis fount that the hinge pin was out of place. No additional information was provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device is being filed under a separate medwatch report. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Event description:
This is filed to report the clip opened during deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the rotated heart. The first clip delivery system (cds) was advanced and grasping performed. After establishing final arm angle (faa), the physician felt the clip relaxed (opened). Two attempts were made to close the clip but the results were not satisfactory; therefore, the clip was not implanted and the cds was removed and replaced. A new cds was advanced and grasping was performed. During removal of the lock line (ll), the clip opened to 180 degrees. Attempts were made to close the clip, but were unsuccessful. It was noted that there was tension in the arm positioner and squeaking was heard. The lock line was removed and the lock lever was cycled. The grippers were raised, but the clip arms would not close. The clip was retracted to the left atrium (la) towards the tip of the steerable guide catheter (sgc) where the clip arms closed around the tip of the guide to approximately 60 degrees. The devices were slowly crossed through the septum to the right atrium (ra) causing the clip arms to open slightly and the septum tore. A snare was advanced through the left femoral vein into the ra onto the clip arm. The clip was then deployed in the ra so that the cds could be removed. A second snare was advanced to grasp the other clip arm but was unsuccessful. The guide was retracted with the clip out of the tip with no resistance.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the reported issues could not be tested during returned device analysis as the clip was returned damaged and the hinge pins were found to be disengaged from the connector. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the overall evaluation of the returned device, a definitive cause for the reported mechanical issue could not be determined. The reported entrapment of device or device component, physical resistance, device operating differently than expected, clip actuation issue and clip jumpiness and inability closing the clip appears to be due to an observed hinge pin detachment. The observed scratched/gouging on the connector, bent harness and deformed threaded stud and reported noise were likely a cascading effect of procedural circumstance/troubleshooting steps and is an indication of excessive force being applied to the device. The reported atrial perforation appears to be due to procedural circumstances. Due to the observed hinge pins disengagement during returned device analysis, a potential product issue was confirmed. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.